Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had a car accident a month ago and the device was in por and unable to charge. The manufacturer representative (rep) was meeting with the patient to jump start the device. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that no further diagnostics were performed related to the patient¿s device. They stated that the patient is recovering from the car accident, and the por and inability to charge the device has been resolved. No further complications were reported or anticipated.